Manufacturer narrative:
Hoveround has not been given access to the power wheelchair to evaluate equipment; however, no malfunction of the power wheelchair suspected as the seat back is intended to fold down. Hoveround's owner's manual cautions end users "the seat back will fold forward when pushed from the rear or pulled from the front."

Event description:
End user allegedly fell when attempting to transfer from her bed into the power wheelchair by leaning on the seat back.

Manufacturer narrative:
Incident date corrected.

Event description:
End user allegedly fell when attempting to transfer from her bed into the power wheelchair by leaning on the seat back.